Event description:
It was reported that during a gastric bypass procedure, the device fired; tissue remained uncut in lumen. Case completed with another device of the same product code. The breakaway washer was cut. No other issues with the firing. All anastomosis were good - no leaks. There were no issues in removing the device. The first assist fired the device. She has been trained.

Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown. The device was not received for analysis; therefore, an investigation could not be performed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.